Event description:
The patient was undergoing a coil embolization using ruby coil's and a px slim delivery microcatheter. During the procedure, the physician was unable to advance a ruby coil through a px slim delivery microcatheter. The ruby coil was removed and re-advanced against resistance into the px slim delivery microcatheter. The pusher wire of the ruby coil became kinked. The ruby coil was removed and the two more ruby coils met the same resistance and were removed. The procedure successfully continued using another manufacturer's catheter and pushable coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the 16x60 ruby coil was kinked approximately 15.0 and 16.5 cm from the proximal end of the pusher assembly. The ruby coil also had kinks along the coil and multiple kinks along the hypo-tube shaft of the pusher assembly. The pet lock was still intact at the proximal end of the pusher assembly and the coil was still attached at the distal detachment tip (ddt). Conclusion: the complaint has been evaluated. The complaint indicates that resistance was felt when advancing the ruby coils through the px slim delivery microcatheter and the ruby coils could not be deployed. Evaluation of the returned products revealed an ovalization in the distal shaft of the px slim delivery microcatheter however; functional testing revealed that the microcatheter was fully functional. The pusher assemblies were both kinked in multiple locations along the hypo-tube shafts in addition to damage to the coils. Some of these kinks appeared to be related to handling and packaging for return however, some of the kinks were also related to pushing the coil against resistance until the pusher assemblies kinked as described in the complaint. Damage to the coil was likely caused when advancing the coil against resistance. The cause of the resistance noted in the complaint could not be determined based on the description of the complaint or evaluation of the returned devices. The microcatheter did not have any issues with compatibility and the ruby coil dimensions were within specification however, damage to the devices prevented functional testing. The ruby coil devices are 100% functionally tested during in-process inspection. The microcatheters are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00763, 00765 and 00766.